Event description:
Pt is a heartmate 2 lvad pt (doi: (b)(60 2019) that received a heart transplant on (B)(6) 2025 at musc. He was noted to have an outflow graft thrombus on (B)(6) 2023 with no significant occlusion or stenosis. On (B)(6) 2025 he was admitted for a new short to shield and transferred to musc but returned to prisma for a short to shield repair by abbott engineers. On (B)(6) 2025 he was admitted due to low flow alarms, increasing mural wall thrombus in outflow graft and elevated ldh. Transferred to musc (B)(6) 2025. Loh stable. Multiple low flow alarms. Asymptomatic when ambulating. Heparin infusing.